Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8835, product type programmer, patient.

Event description:
Information was received from a consumer who was receiving 500mcg/ml fentanyl at 135.05mcg/day and 20mg/ml bupivacaine at 5.402mg/day via an implantable infusion pump for non-malignant and chronic low back pain. It was reported that the patient went to give themselves a bolus and the personal therapy manager (ptm) displayed a "x." The patient hadn¿t had a bolus before that so they believed it wasn't too soon. The patient reported they waited and waited, but the ptm still didn¿t give them a bolus. The ptm also displayed a 8474 code (pump reset). No symptoms were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the doctor's medical assistant called them and reported that the patient's pump had reset, but the rep was not sure what type of reset occurred. It was asked if the patient's pump was involved in a recall. The rep was on their way in to see the patient. No further complications were anticipated/reported.